Event description:
It was reported by the patient that when he sat down, he experienced an excruciatingly sharp pain midway up the back which then turned into a thumping sensation at the base of the spine in the lumbar area. The stimulator was turned off. It was confirmed by x-ray that the spinal cord stimulation paddle lead migrated and was found coiled at the mid lumbar region. The patient underwent a procedure to explant the paddle lead during the same time as a lead addition procedure (MFR. Report # 3006630150-2024-03834). No further information has been able to be obtained regarding this device or event despite good faith effort.